Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation revision with unknown mentor saline implants and experienced bilateral deflation post procedure. Additionally, it was reported that the patient experienced a lupus flare up around the same time the implants began to deflate. As a result, the device was replaced with mentor smooth round spectrum 575cc saline prostheses on (B)(6) 2006. See 1645337-2019-09586 for contralateral prosthesis report. This complaint is associated with additional information received under complaint, manufacturer¿s reference number (B)(4), in which the patient had a separate event with a different set of mentor prostheses. Additionally, a third event is documented under manufacturer¿s reference number (B)(4) for another set of mentor prostheses. There are three separate events, with three different sets of mentor implants, all involving the same patient. This report relates to the event occurring second chronologically.